Event description:
On 8/13/97, pt underwent lt hip replacement for treatment of a fracture. The pt returned to surgery on 9/1/97 for closed reduction of the lt hip, which had dislocated after a fall. The closed reduction could not be accomplished; open surgery with replacement of the head and neck of the prosthesis was necessary. Change: 390222-1997-52 to 390222-1997-53.